Event description:
It was reported that during a breast biopsy, after deploying the tissue marker and taking post stereo images, he noticed that the plastic applier tip was inside the patient's breast. The patient was still at the facility and the physician was going to visualize the tip under ultrasound and remove the tip.